Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of a wire/anchor dislodged.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stones performed on (B)(6) 2026. During the procedure, when the endoscopist attempted to further bow the instrument to increase the cutting angle and extend the sphincterotomy, the filament wire snapped. It was reported that the cutting wire was intact, but the wire anchor dislodged from the catheter. The procedure was completed with different device. It was reported that no cutting wire was detached into the patient. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.